Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear the alarm. Customer's blood glucose reading at the time of the call was 10 mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.